Manufacturer narrative:
Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the wingset of the bd eclipse¿ blood collection needle with luer adapter was sharp, which caused discomfort to the user during use. No injury or medical intervention reported.